Event description:
Reporter alleged discrepant blood glucose values of 280 mg/dl back to back result of 67 mg/dl when testing was performed a few minutes apart on the compact plus system. Customer stated after performing the tests, one of the results was not located in the meter memory, however, did not provide the location of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.